Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/12/2020. Additional information was requested and the following was obtained: 1. Was there any adverse consequence associated with the patient? If yes, please describe: no, no adverse consequences was noted. 2. Please provide procedure name and date: CABG, (B)(6) 2020. 3. Please provide event date: (B)(6) 2020. 4. Device follow-up: is the product still available for return? Yes/no.: yes, 2 unopened pieces of the same batch was given. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/10/2020. Additional h3 investigation summary: it was reported pull off - suture needle. Two unopened samples of product code 8702, lot mkj648 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Please provide procedure name and date. Please provide event date. A manufacturing record evaluation was performed for the finished device lot mkj648, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture dislodged from swage while suturing. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.